Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a unipolar lead impedance warning for low impedance. A high number of the sensing integrity counter (sic) short v-v oversensing episodes was also noted. The rv lead remains in use. The patient will be monitored. No patient complications have been reported as a result of this event.